Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (500.0 mcg/ml at 149.89 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient returned for a routine pump refill and it was noted that the pump had flipped in the pocket. Four suture loops had been utilized at implant to secure the pump. The event date was (B)(6) 2019. It was indicated the event was related to the device or therapy. Therapy was suspended on (B)(6) 2019 and the issue was ongoing. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was able to be flipped back for refill. At the patient's insistence, the pump was filled with saline. The outcome of the event was resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.